Manufacturer narrative:
Date of event is unknown as it was not provided, brand name is unknown as it was not provided, model no. Is unknown as it was not provided, lot no. Is unknown as it was not provided, unique identifier (UDI#) is unknown as lot no. Was not provided, (B)(6), manufacturer date is unknown as lot no was not provided. Device evaluation: the product was not returned. The complaint cannot be confirmed. Manufacturing record review. A review of the manufacturing records could not be performed as a product lot number was not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Phaco tip broke in the patient¿s eye was reported. A brief description from the surgery center indicated that during the phaco procedure, when inserting the phaco tip into the eye, it broke in the eye chamber. The surgeon removed the broken tip piece. Attempts at follow up were unsuccessful and no additional information was provided.